Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow up, high right ventricular (rv) lead impedance was noted. No intervention was performed. Lead replacement is anticipated when the device reaches normal eri. The patient was stable and will continue to be monitored.